Event description:
It was reported that the patient's left bundle branch pacing (lbbp) lead was repositioned on (B)(6) 2026 as it was dislodged. The dislodgement was further confirmed via x-ray. The patient remained stable throughout the procedure.